Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. A complete lead without a stylet was returned in one piece for analysis. A stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for a dual chamber implantable cardioverter defibrillator implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited difficulty inserting the stylet. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure.